Event description:
It was reported that the patient experienced pain and it was determined that there was a fracture at the l3, lumbar, spinous process and that the device may have caused the fracture. The patient underwent an explant procedure and is doing well post operatively. The device will not be returned for analysis as it was kept by the patient.